Event description:
There was a misadministration of the therapeutic dosage. Variation in calibration probe placement resulted in dosage other than the one intended due to incorrect calibration.the equipment design is integral to event. The probe for dosage does not "click" in place. The dose calibration varies with probe placement. The equipment does not alert user to "incorrect" calibration when calibration probe has moved, even slightly, out of the holder. The print out read "the treatment was delivered as planned". The equipment design for probe placement security is inadequate. A photograph will be e-mailed following this report.also, note that the power cord has no uninterrupted power supply (ups), and ups is not recommended by manufacturer.